Event description:
It was reported that the system would intermittently lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray on switch was evaluated and replaced. The generator interface board, fluoro functions board and high voltage supply regulator circuit boards were evaluated and reseated. The system was tested and found to be working as intended.